Event description:
Stapler would not identify 2 different staple loads. Stapler said staples were already used. Manufacturer response for xi (sk1893), xi/xi dual/x stpler, sureform 60, spu (per site reporter). Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed but not replicated the customer reported complaint "stapler would not identify 2 different staple loads." The instrument was found to have 5 reload recognition lock out failures based on log review but was not replicated in house. The instrument initialized, clamped, fired and unclamped without any issues.